Event description:
The patient reached out to curative and results were unavailable. When the patient did receive their results they were positive. The patient also took an antigen test and it was negative. The patient questioned test and accuracy, as well as the testing methods.

Manufacturer narrative:
This is a retrospective MDR submission. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in (B)(6) (patient database) that the patient did receive one positive curative test result. The patient's test sample was collected on (B)(6) 2021 at 10:16am. The patient's sample first resulted in a viral CT value of 39.9, which is in the repeat range. The patient's sample was run again and resulted in a viral CT value of 39.4, which is in the positive range, on (B)(6) 2021 at 6:36pm. Per the clinical lab's investigation, sample (B)(6) was not resulted correctly and possible contamination to the patient's sample could have resulted in a false positive. The patient's sample, (B)(6), was located on plate-(B)(4) at position e8. In plate-(B)(4), there was contamination in row g, as well as in well e8. The cause of contamination on plate-(B)(4) was that the multidrop was contaminated because it did not flush out all of the old master mix out when daily maintenance was performed. Multidrop is the instrument used to aliquot the master mix. In addition, furthermore, the negative controls have a viral CT value of 37.24 and 38.91, so samples that had a viral CT value greater than 37.24, including the patient's sample, should have been resulted out as indeterminate due to contamination. Plate-(B)(4) was extracted manually by a cla (clinical laboratory assistant) using filer plate lot 599979, tcep lot 021021ye/amb-tc1, wash buffer lot 021021fg-ng1, and elution buffer lot 599822. Pcr prep for plate-(B)(4) was done manually using integra eva by zs on master mix batch 284. The same cla extracted another plate, plate-(B)(4), using the same reagents. Plate-(B)(4) was prepped for pcr using master mix batch 283 and run on hamilton by a cla. A different pattern of amplification was observed, indicating there was no contamination in the reagents used for extraction. The patient's sample was then retested on plate-(B)(4) position e5. Based on the investigation, plate-(B)(4), was contaminated. Plate-(B)(4) was contaminated because it only has samples up to h7, but the pcr cfx file showed late amplification ranging from 37.90 to 39.98 in empty wells b11, b12, c8 c9, e8, e10, f10, f11, f12, g8, h8, h11, and h12. Empty wells should have no amplification. The contamination issue may have occurred due to human error during the manual steps of extraction or during the qpcr preparation procedures. Equipment malfunctions and reagent issues have been ruled out on plate-(B)(4). Kingfisher 3 was used to extract plate-(B)(4) using lysis lbf lot 18310000, bbd lot 021121kp-bbd1, 70% etoh wash lot 021121ji-etoh, and elution buffer lot 201712. Pcr prep for plate-(B)(4) was done manually using integra eva by hm on master mix batch 284. Kingfisher 3 was also used to extract plate-(B)(4) using the same reagents and a different pattern of amplification was observed, indicating there was no contamination in the reagents used for extraction. Pcr prep for plate-(B)(4) was done manually using integra eva by hm on master mix batch 284. The samples on plate-(B)(4) went up to c10 and the negative controls displayed no amplification. Master mix batch 284 was made on feb. 11, 2021 at 2:45am cst. Plates (B)(4) were tested using master mix batch 284 to qualify it before use. The test plates did not show contamination. Therefore, the investigation shows that contamination on plate-(B)(4)occurred due to either human error during the manual steps during extraction or during the qpcr preparation process. For the patient's first test run on plate-(B)(4), the patient's result should have been resulted in indeterminate due to contamination of the multidrop. In addition, the patient's repeat test run on plate-(B)(4) should have resulted in an indeterminate due to human error during the extraction or qpcr preparation process. As a corrective action, the qpcr procedure has been improved to automate procedures in plating, extraction and pcr departments to reduce human error and potential for contamination. In addition, to improve the accuracy of the assay, a new method (ldt2) was implemented and all relevant sops were reviewed and updated based on the new procedure. All the clas were trained to be competent on ldt2. The ldt2 method was implemented on 7/19/2021. Attached are two ldt2 sops. Software-assisted results interpretation for sars-cov-2 multiplex assay (rr-007) and results interpretation for multiplex rt-pr (ldt2) using bio-rad cfx384 (rr-006). In conclusion, the investigation shows that the patient's claim of false positive is valid. Possible contamination to the patient's sample could have resulted in a false positive.